Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device w9451, mpbbxtr0 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an appendectomy on (B)(6) 2019 and suture was used. During the procedure, the suture detached from the needle while suturing. Another suture was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.